Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. During troubleshooting for the current occlusion, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, the site was changed multiple times. A new cartridge was loaded and the pump performed as intended. Blood glucose ranged from 326-391 mg/dl. Customer resumed insulin delivery.